Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What instruments were used to grasp the needle? Where was the needle grasped during use? Was any intervention for the injured perineal tissue required? If yes, please explain. Was any intervention for the hematoma required? If yes, please explain. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? The following information was requested but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify.

Event description:
It was reported that a patient underwent an episiotomy on (B)(6) 2024 and suture was used on the perineum and perineal mucosa. During the procedure, pull off suture needle occurred when suturing the perineum. The needle fell into the patient's tissue. The surgeon immediately looked for the needle. The patient was given intraoperative CT examination to assist in looking for the needle to find it. The needle was located and after removal, the integrity of the needle was checked. After confirming that there was no residual foreign body left in the patient's tissue, the surgeon replaced it with a new suture. The subsequent surgical operation went smoothly. This event prolonged the surgical duration by about 30 minutes and caused injury to patient's perineal tissue. The patient also developed a hematoma post-op. On (B)(6) 2024, the patient developed wound swelling and exudation. The doctor found slight wound inflammation and poor wound healing. The patient was given wound cleaning and drug anti-inflammatory treatment. Then the wound healing was improved. Additional information was requested.